Manufacturer narrative:
The insulin pump was not in manufacture mode. The pump passed the self test, sleep current measurement, active current measurement, and displacement test. Power graph analysis confirmed low battery and replace battery now alarms at the long trace history file and an abnormal loaded voltage (loaded vlith) at the power graph due to connector resistance. After disconnecting and reconnecting the internal battery connector the pump was monitored and functioned properly. The insulin pump was received with scratched case, cracked retainer, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery now alarm. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.